Manufacturer narrative:
(B)(4). Concomitant medical products: 163662, 28mm mod hd std neck tp1 taper, 936320; ep-105885, epoly 28mm rlc lnr mrom sz25, 243240; pm157199, vanduyne right triflange sz 25, 998540; 123741, 3/8-24 apical hole plug 1/cup, 005980; 103532, ti low profile screw 6.5x25mm, 991100; 103533, ti low profile screw 6.5x30mm, 016760; 103533, ti low profile screw 6.5x30mm, 196400; 103534, ti low profile screw 6.5x35mm, 196470; 103536, ti low profile screw 6.5x45mm, 247720; 103539, ti low profile screw 6.5x70mm, 388660; 103535, ti low profile screw 6.5x40mm, 298180; 103535, ti low profile screw 6.5x40mm, 387710; 103535, ti low profile screw 6.5x40mm, 530910; 103535, ti low profile screw 6.5x40mm, 796820. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00875; 0001825034 - 2018 - 00876; 0001825034 - 2018 - 00877; 0001825034 - 2018 - 01531; 0001825034 - 2018 - 01532; 0001825034 - 2018 - 01533; 0001825034 - 2018 - 01534; 0001825034 - 2018 - 01535; 0001825034 - 2018 - 01536; 0001825034 - 2018 - 01537; 0001825034 - 2018 - 01538; 0001825034 - 2018 - 01539; 0001825034 - 2018 - 01540.

Event description:
It was reported that the patient had an initial right hip procedure. Subsequently, the patient was revised due to an unstable and dislocating hip. During the procedure, it was found the acetabular screws were fractured and the cup was loose. The head, liner, and cup were replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
It is unclear which screws were revised. Reported event was confirmed by review of the revision op notes. Op notes indicated the removal of a few broken screw heads. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause of the triflange loosening is attributed to patient bone quality per the surgeon. Root cause for the dislocation and screw fracture cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.